Event description:
It was reported that a particle dislodged from the port site of a 250 ml non-dehp fluid path intravia container. A small, round, clear plastic particle was floating in the solution. This was observed during compounding; the bag contained blinatumomab. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection identified small particulate inside the bag, this particle appears to be detached from the membrane of the port due to the spiking process by the end user. The unit was sent to characterization process, and it concluded that a translucent particle, observed in the liquid of filled intravia IV bag, was isolated for examination. It has been identified as a piece of pvc polymer film containing phthalate plasticizer. One face of the particle also exhibited a raised, rounded, node-like feature, which is consistent with the membrane in the port tube. The reported condition was verified. The cause of the condition was not verified; however, the most likely cause was due to a user error during the spiking process since the particulate matter comes from the membrane in the administration port of the bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed using the naked eye which observed a small particulate inside the bag; this particle appears to be detached from the membrane of the port due to the spiking process by the end user. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.